Event description:
Reporter alleged the test strip vial of strips used with the blood glucose monitoring device's lot number, use by date, and code number are "rubbed off." Reporter stated no actions were taken and no treatment was received as a result of the alleged incident. A request was made for the return of the suspect product and replacement product was sent.